Event description:
Additional information received that patient underwent surgical intervention where in the drg system was explanted.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this incident, attempts were made to obtain complete patient information.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-13782. It was reported that patient experienced numbness in her right foot. Programming was not able to resolve the issue. As a result. Surgical intervention may take place to address the issue.